Manufacturer narrative:
Received 1 set of 4 used arcticgel pads with the original unit labeling. Visual inspection noted no obvious defects. The pads trim pattern was found to be within specifications and the energy connectors were found to be free of damages and presented with a good connection. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 1.58 l/min m2 of flow rate was registered during the test due to the pad was noted as crushed. Left thigh pad: a total of 5.67 l/min m2 of flow rate was registered during the test. Right chest pad: a total of 2.10 l/min m2 of flow rate was registered during the test due to the pad was noted as crushed. Right thigh pad: a total of 1.33 l/min m2 of flow rate was registered during the test due to the pad was noted as crushed. According to the test method the flow rate was found to be out of specifications on the left and right chest pads and the right thigh pad as the flow rate must be above 2.4 l/min m2. The flow rate on the left thigh pad was found to be within specifications. The device history record was reviewed and nothing was found that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during therapy there was low flow of 0.4 l/min. The issue was resolved by replacing the pad. Therapy was interrupted and the entire set of pads were replaced with a new set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.